Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a damaged conductor wire was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: customer stated that the instrument was inspected before use with no damage or abnormalities found. No specific task was being performed when the issue occurred. Loss of cautery is unknown. There were no signs of thermal damage and no arcing observed. It is unknown if there was any instrument collision. No fragment fell into the patient (retrieval not applicable). The probable root cause of damaged conductor wire insulation is attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was found to have damaged conductor wire. The procedure was completed with no reported injury.